Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a generator change the physician observe opacity on the lead as well as two abrasions. The lead remains in use and was repaired with a lead repair kit. No patient complications have been reported as a result of this event.